Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's surgery to address lead migration (reference manufacturing report numbers: 1627487-2019-14060 and 1627487-2019-14061), the ipg was unable to communicate after the physician used a plasma blade. The ipg was replaced intra-operatively and stimulation was restored.